Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that using the aligners worsened their jaw alignment and caused teeth damage. No further information available.